Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n304700, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported a loss of stimulation and no stimulation. It was noted the patient was having trouble with the implant. The patient was not feeling simulation and sometimes felt stimulation when she was lying down at night and sometimes did not. The patient had an appointment with the healthcare provider in (B)(6). There were no falls or traumas that could have been related to this issue. The patient checked the device with the patient programmer and it was on group e at 5.60 volts, the therapy and stimulator were on, it was 3/4 charged, and adaptive stimulation was active. The patient had the ability to change the stimulation. It was noted the patient had adjusted the stimulation and could not feel stimulation. Patient services reviewed it was difficult to know the reason the patient was not feeling stimulation. Since (B)(6) 2015, the patient was feeling the stimulation on and off and was feeling stimulation when lying down sometimes. On the day of the report the patient was not feeling stimulation. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.